Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 571 mg/dl. The customer reported that treatment was done by manual insulin injection. Troubleshooting was done. The customer was assisted in adjusting the maximum bolus on her insulin pump. The customer was advised to monitor the insulin pump. No additional information is provided.